Manufacturer narrative:
The device was received for evaluation. The investigation is pending. Additional contact information: (B)(6).

Event description:
The event involved a safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port. It was reported that a registered nurse noted that the safeset was leaking at a part that is normal heat sealed. The product was removed, and a new tubing was used. The issue causes a delayed procedure. There was patient involvement and no patient harm.

Manufacturer narrative:
Investigation summary: the reported complaint of leak was confirmed on the returned set. During visual inspection, the 3" pressure tubing was observed to have a tear near the female luer. Stress marks were observed at the tear on the pressure tubing. The probable cause of the tear had occurred due to unintentional bending and twisting forces applied on the tubing during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.